Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-028: there was not enough information to determine the mlurc. Note: manufacturer is unable to perform follow-up call to ensure the initial concern is resolved- no contact information was provided for the customer.

Event description:
Consumer reported complaint for hi blood glucose test results. School nurse is calling on behalf of the customer. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. School nurse declined to troubleshoot, stating that she will have customer's parent contact manufacturer. Meter serial number and test strip lot number were not provided. No further information was able to be obtained.